Event description:
Customer has alleged that lancet is protruding from the end cap of the multiclix lancing device. No adverse event reported. A request was made for the return of the product, replacement sent.

Manufacturer narrative:
The event occurred in (B)(4).